Manufacturer narrative:
Instrument logs were evaluated as part of the complaint investigation process. Error codes recorded in the instrument logs during the protocol exhibiting sub-optimal tissue processing indicate a possible failure of the middle liquid level sensor. Review of the retort a fill and drain events in the pressure control logs during the run exhibiting sub-optimal tissue processing shows intermittent malfunction of the middle liquid level sensor. Investigation of this complaint determined that intermittent malfunction of the middle liquid level sensor caused an incomplete wax fill in retort a, which would result in the tissue samples not being completely covered in wax, leading to sub-optimal tissue processing.

Event description:
On (B)(4) 2011, leica microsystems rec'd a complaint from bay area dermatopathology regarding sub-optimal tissue processing from a protocol which completed on (B)(4) 2011, using peloris tissue processor serial number (B)(4). On (B)(4) 2011, leica microsystems rec'd info that all samples from the protocol completed on (B)(4) 2011 from which sub-optimal tissue processing was identified, were able to be reported.